Event description:
It is reported that the drill broke apart, while the surgeon was drilling the center hole for the glenoid component. Tip was retrieved and there was no harm to the pt.

Manufacturer narrative:
(B) (4): evaluation summary: excessive bending loads have been placed on the drill during the drilling operation via the attached straight driver. The exact cause cannot be determined with certainty. As returned, the weld connecting the drill and the drill sleeve has failed. The device has a potential field age of approximately 4 months. Device history records indicate all components were manufactured and inspected to specification.